Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. The investigation has shown that the connecting nut is broken off as complained. The review of the production history revealed that the instrument was manufactured according to the specifications and passed the dimensional inspections. The broken surface is homogenous what indicates material conformity to the specification as well.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the connecting screw broke during surgery on an unknown date. The plate was successfully placed with no harm to the patient. No additional information is available. This is report 1 of 1 for complaint (B)(4).